Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's experienced pocket soreness due to a sore that has been bleeding for several weeks. Treating with antibiotics.

Manufacturer narrative:
1an event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient is being treated with vancomycin. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates there was an infection at the ipg site. As a result, the system was explanted and the patient received antibiotics. Patient is currently under the care of an infectious disease physician.